Manufacturer narrative:
(B)(4). Batch # n5759p. Device evaluation: the analysis results found that the ntlc75 instrument was received with no apparent damage with tyvek and a cartridge reload present. The cartridge reload had the swing tab in the locked position, and fully fired. In addition both gripping surfaces broken off making the reload nonfunctional. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested, but unavailable: can you please clarify the event of "when attempting to use the device, the cutter failed and released staple reload." Was the device not able to be fired? Were the staples protruding from the staple reload? Please provide further detail of the event.

Event description:
It was reported that during a bowel anastomosis procedure, when attempting to use the device, the cutter failed and released staple reload. A replacement device was accessed for use and the procedure completed successfully. No patient harm resulted. . .